Event description:
The operative report indicated partial electrodes inserted at implant due to cochlear ossification. The pt is reportedly experiencing tinnitus, severe soreness, and depression with his device. Surgery to explant the pt's device and/or reimplant the contralateral side is being investigated.